Event description:
In 2003, during placement of a right ventricular assist device (rvad), the surgeon stated that when the atrial cannula was placed in thiright atrium, through the tricuspid valve, into the right ventricle the tip of the bevel went through the right ventricle wall. (This was repaired during surgery.) The surgeon also mentioned that when the cannule, which was slightly torqued, was placed on the housing the cannula was collapsing. The patient expired; however, the hospital reported that the patient's death was not related to this event.